Manufacturer narrative:
Device manufacturer city - cartago or haina. Address - cartago: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago costa rica 30106 or haina: carretera sanchez km 18.5 parque industrial itabo, piisa haina san cristobal dominican republic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink continu-flo solution set disconnected from a one-link needle-free IV connector. The event was further described as ¿when hooking intravenous antibiotics to the patient¿s PICC line it attached but immediately popped off and disconnected". The tubing and antibiotics were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.